Manufacturer narrative:
The reported field event of a connector anomaly was confirmed in the laboratory. Upon receipt, an atrial lead segment was inside the atrial lead bore and could not be removed from the header even after loosening the set screws. It is believed the lead was stuck due to the body fluids present in the lead bore.

Event description:
It was reported that during device change out, the atrial lead was stuck in the device header. The patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. H3 other text : device evaluation anticipated, but not yet begun.